Event description:
It was reported the patient's first midline catheter was inserted on (B)(6) 2022 and on (B)(6) an antibiotic leak was observed. The catheter was removed and a new one inserted on the same day. On (B)(6), following the patient complaining about pain, a redness appeared on the arm where the midline was inserted. This midline catheter was removed. There was no known infection at the puncture site, only redness and stiffness of the arm. No visible damage was noted to the second catheter. The patient's condition was reported as "still hospitalized, but for another operation".

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 3006425876-2022-01013.

Event description:
It was reported the patient's first midline catheter was inserted on (B)(6) 2022 and on 31 october an antibiotic leak was observed. The catheter was removed and a new one inserted on the same day. On (B)(6), following the patient complaining about pain, a redness appeared on the arm where the midline was inserted. This midline catheter was removed. There was no known infection at the puncture site, only redness and stiffness of the arm. No visible damage was noted to the second catheter. The patient's condition was reported as "still hospitalized, but for another operation".

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 3006425876-2022-01013. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.